Event description:
It was reported that a patient underwent a revisionary ventral / incisional hernia procedure approximately one year ago and mesh was implanted. Nearly one year later, the surgeon observed two one centimeter defects on a CT scan which appeared to be at the edge of the mesh. Another revision was done on (B)(6) 2012. During the procedure it was noted that there was a hole in the middle of the mesh. Another like device was used to completed the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.